Event description:
It was reported that during a da vinci-assisted mediastinal mass resection procedure, the surgeon elected to convert the case to open surgery for unspecified reasons unrelated to the da vinci system, its instruments, or accessories. The possibility of conversion had been anticipated prior to surgery, although specific details as to why were not provided. The patient tolerated the conversion, the procedure was completed successfully, and no postoperative complications were reported.

Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.